Manufacturer narrative:
The solution bag fell which resulted in a disconnection and a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection and a leak during peritoneal dialysis therapy on the homechoice device. The patient was connected to the set up and in dwell four of four at the time of the reported event. During the follow up, the patient explained that the solution bag attached to the final line had fallen and the connection became loose, causing a leak. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.